Event description:
Procedure: laparoscopic sigmoid colectomy. Reportedly, after applying this device to the tissue, the anastomotic stapler was inserted into the rectum under direct vision and following insufflation of the pneumoperitoneum. The anvil was inserted into the stapler, which was extruded from the upper rectum. Then a leak test was positive which required oversewing with suture to fix the defect. The pt had an uneventful recovery post procedure.